Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had the device implanted in (B)(6) 2018 and they had not seen much change and they were having a side effect on their right side of not being able to control a couple of their toes and a constant tingling on their right leg all the way down to their toes. The patient was wondering if she should get it removed or adjust it. There were no further complications that have been reported as a result of this event. Additional information was received from the patient: the patient clarified that they first start experiencing the not seeing much effect and having tingling all the way down the right leg in (B)(6) of 2018. No steps had been taken yet to resolve the tingling down the right leg. The doctor was 4 hours away, so the patient planned to wait until after the holidays to make an appointment. There were no further complications that have been reported as a result of this event. Additional information was received from the patient. They stated that they have had the device for almost 5 years and they were having trouble with the implant. They clarified that recently (6 months) it had been causing them pain where the device is implanted and causing tingling sensations all the time in their right foot and leg. They stated they "really need to get it removed". Additional information was received from the patient. They stated they were trying to get device removal/replacement scheduled.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.